Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead had noise reproducible with isometric exercises. The patient presented for a pacemaker replacement procedure. While changing the pacemaker, the physician noted discoloration on the lead with some irregularities on the surface of lead. The physician further commented he thought the lead body was thinner on the discolored areas, and the inner wiring was easier seen in those sections and therefore a little darker. A lead repair kit was used to cover the body of the lead where the irregularities were located. Normal electrical testing results of lead prior to, during, and post lead repair kit. The patient was stable.